Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.